Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the prime process. The phone disconnected at the beginning of troubleshooting. The customer was called back but was unable to be reached. No products were shipped or returned.